Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal misfired when inserted and did not deploy completely. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was separate from the loading device. The tension spring assembly and the seal were returned separate as well. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "misfired when inserted and did not deploy completely" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).